Event description:
Additional information indicated that the sensitivity was reprogrammed, the av search hysteresis was turned off, and a blank after v pace was extended to 200 milliseconds. It was noted that the pauses occured while the patient was sleeping. If the device did oversense, it would have been exactly at the lower rate limit which is unlikely; therefore this is likely a holter issue rather than a device issue.

Event description:
Boston scientific received information that the patient with this pacemaker is pacer dependent and 2-4 second pauses were noted on the holter monitor. The patient was no symptomatic but did have palpitations. It was also mentioned that there was atrial undersensing and ventricular oversensing. A technical services (ts) consultant was contacted regarding this issue and suggested programming options to mitigate the issue. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.